Event description:
On (B)(4) 2014 it was reported to 3m espe that one 3m espe mdi mini dental implant o-ball prosthetic head - collared max - 2.4 x 13 mm (mob-13) was broken during implantation in position 45 and the apical fragment was removed by using a bone cutter. The additional surgery was performed without any complications.

Manufacturer narrative:
The implant fragments were examined visually using a light microscope. The fractured surface was homogenous, which indicates that fracture was torsional in nature, likely resulting from the application of too much force. The reasons for the breakage were a wrong choice of the implant (it was too long for the position in the jaw) and a handling error during implantation (according to the dentist, the head of the implant wedged in the adaptor of the torque wrench, which happens if handled against the insertion protocol). These two errors may have led to an enhanced force put on the implant which resulted in the breakage.